Event description:
Related manufacturer report number: 2017865-2022-08070. It was reported that a patient presented with oversensing noise on their atrial lead and right ventricular (rv) lead. Physician alleges lead fracture was causing the oversensing. The physician elected to explant and replace the atrial and rv leads. The patient condition was stable.

Manufacturer narrative:
The reported events were oversensing noise and lead fracture. Final analysis found that as received, a partial lead was returned in two pieces. The reported event of oversensing noise was confirmed. Visual inspection found a full breached outer insulation degradation adjacent to the connector boot. The cause of oversensing noise was isolated to outer insulation degradation and the exposure of the outer coil. The reported event of lead fracture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fracture or internal shorts.